Manufacturer narrative:
Medtronic representative had replaced the imaging system power conversion board with the original board and checked the imaging system. Ds4 was blinking and the imaging system application stopped working and displayed to confirm to use "mdtsc" every time. The suspected power conversion board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the power conversion board of the imaging system was not functioning after it was replaced. On may 2nd, medtronic representative replaced the power conversion board and was working on upgrading the firmware. During the upgrade the replaced power conversion board had stopped functioning and the medtronic representative could not connect the power conversion board at firmware upgrade which showed n/a on firmware upgrade software. Medtronic representative had replaced the imaging system power conversion board with the original board and checked the imaging system. Ds4 was blinking and the imaging system application stopped working and displayed to confirm to use "mdtsc" every time. This issue occurred outside of surgery and there was no patient involved at the time of the issue.